Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the pump powers up with auditory and vibration to a blank display, reported ¿blank screen¿ is duplicated. The pump¿s cover was removed, no intermittent condition was found to the display circuit. Test code downloader tool application was used to upload test code to master/slave/periph processors normally the pump displays ¿msp2¿, but the display was showing just ¿msp¿ at power up, an indication that the eeprom communicating properly, therefore the diagnosis that the failure is in eeprom since the (2) is missing from the display. Eeprom failure is concluded.